Event description:
The syringe pump delivered a dose of fentanyl at a rate that was five times faster than intended. This particular device contains a defective syringe size mechanism that has been redesigned once before, and the one that we had fail is from the most current released version. The defective syringe size detection mechanism caused the pump to recognize the 5ml syringe as a 1ml syringe, which resulted in an infusion five times faster than intended. Specifically, there is a small shaft the goes through the middle of a spring. There is a small lip around one end of the shaft, and one end of the spring rests against this lip. When the mechanism failed, a portion of the spring slipped over the lip of the shaft and caused the syringe size detection clamp to not close 100%, which resulted in the size detection error. The only way to detect there is a problem is to push down on the size detection clamp, as you can see there is a small air gap and that it does not come all the way down and touch the case. Smiths medical is currently working on another change to the current design to prevent this error from occurring again in the future.